Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. The manufacturer's field service engineer determined that the device passed specifications. The manufacturer's field service engineer ran an est several times, and the device passed each time. The field service engineer then was able to duplicate the error during an est by not hooking up oxygen to the ventilator and proceeding/ not opening the valve enough on the oxygen tank resulting in not enough o2. It was determined that the o2 source the facility was using was not strong enough to deliver the amount of o2 needed for testing - the field service engineer observed that the customer's external o2 sensor cell was out of range. With a new o2 sensor cell being utilized, it was determined that the device passed all testing. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator with diagnostic flow error code 3126 during an extended self-test(est). There was no patient involvement.